Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging pneumonia. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. Section h9 was reported incorrectly in previous report which is now been corrected in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
Additional information was received on apr 11, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the suspect ventilator, noting a scratch across the unit's display and observing foreign material from external sources indicative of contamination around the outlet port. The manufacturer recorded and reviewed the unit's event log and settings and proceeded to operate the unit on the primary and secondary settings with which it was received at product laboratory investigation after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where technician verified failures for control pressure and monitor pressure. The manufacture also disassembled the suspect unit for internal inspection. And found no signs of damage or a thermal event, or evidence of defective operation. Manufacturer did not detect any pinched or blocked tubing. The manufacturer did note some foreign material from external sources indicative of contamination throughout the subassemblies, including such material indicative of insect presence. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer determined that trilogy ventilator operates as designed and functions as expected. The sensor pca of the unit drifted out of spec due to contamination issues. Sections d9, h2, h3 and h6 has been updated in this report.